Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of migration of material is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: poor efficiency or poor filling/restoration effect. The distributor and/or manufacturer must be informed about any other undesirable side effects linked to juvéderm voluma with lidocaine injection." Method of use-posology "after the injection, it is important to massage the treated area to make sure that the product is evenly distributed."

Event description:
Healthcare professional reported patient was injected to the cheek with 5 ampoules of juvéderm voluma with lidocaine. Four months later patient returned with migration of material to the jaw-chin line. During the next few weeks patient was treated with 2 sessions of fractional. Symptoms resolved after treatment.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the cheek with 5 ampoules of juvéderm voluma with lidocaine. Four months later patient returned with migration of material to the jaw-chin line. During the next few weeks patient was treated with 2 sessions of fractional. Symptoms resolved after treatment.